Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the hospital after receiving high voltage therapies. The device delivered therapy but was unable to convert the patient's arrhythmia. Review of the strips noted that the rhythm appeared to be a vt due to a relatively sudden onset and consistent r-r interval but the device does not appear to convert the rhythm after several shocks. After the initial therapies the rhythm converted on its own before the device re-detected a vt, therapy was delivered once more and the device converted the rhythm successfully. The episodes concluded to be afib with rapid ventricular response. Programming change was suggested. It was noted that the patient was in the ICU sedated and was unable to respond to any questions, but the patient status was stable. Patient will return for follow-up and will continue to be monitored closely.